Event description:
Reported as: "there were two areas at the bottom of the port where we saw the leakage. A port exchange was made and the connector of the lapband was directly connected to the new port.

Manufacturer narrative:
Medwatch sent to FDA: 07/nov/07. The product associated with this report has not yet been returned. Pending add'l info from the reporter and device return, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."